Manufacturer narrative:
(B)(4). It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the right atrial (ra) lead was accidentally severed by the physician with scissors while enlarging the pocket during implant of a new pulse generator. The lead was subsequently capped and the device was put in vvi mode as it was deemed the patient required minimal pacing support. There were no additional patient issues.